Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
A tego® connector reportedly "popped off" of 5 ml and 20ml syringes and this caused blood to spill during a patient's hemodialysis procedure. The customer also stated that this issue generally caused disruption (possibly a delay) to hemodialysis procedures. No harm occurred as a result of this event.